Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar handle broke into two pieces during the procedure. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01450.